Event description:
It was reported that the bottom seal was never sealed. The issue was found prior to use.

Manufacturer narrative:
(B)(4). Received the product in its original packaging. After visual inspection, it appears the package was never sealed. It was confirmed the tyvek pouch was not sealed during the manufacturing process. The lot history review showed no other complaints against this lot number. The device history review should that the lot passed all inspection requirements and did not show any deficiencies that would have contributed to the reported issue. There have been no changes to the manufacturing process that could have contributed to the reported event. The instructions for use state: "inspection prior to use: the bard renal sheath is a sterile, single patient use device. Carefully inspect the sheath and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident. Immediately return defective product to c.r. Bard." (B)(4).